Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the support had detached from the event unit. Applied medical is unable to determine the root cause of the reported event based on the evaluation of the returned unit and description of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: lap chole. [Name] was using cd003 and in closing the bag the silver wire come off the track and grazed the patients peritoneal cavity. Lot no. Was taken off the shelf. No significant injury was occurred from the incident and no additional treatment was required. Also in the procedure a unit of c4130 was faulty (additional cer will be filled out). Additional information received by email from [name]: further to this cer the hospital would like to swap out the rest of the units under the same lot number. They have 11 additional units (12 in total including the faulty unit). Additional information received via email from [name] 07.09.2020: the hospital did not provide any additional information. Originally it was noted that a slight graze inside the peritoneal cavity occurred due to the prong deploying. The injury was not significant enough for any additional treatment being necessary to rectify. Patient status: slight graze to peritoneal cavity, no further treatment needed. Type of intervention: ni.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: lap chole. [Name] was using cd003 and in closing the bag the silver wire come off the track and grazed the patients peritoneal cavity. Lot no. Was taken off the shelf. No significant injury was occurred from the incident and no additional treatment was required. Also in the procedure a unit of c4130 was faulty (additional cer will be filled out). Additional information received by email from [name]: further to this cer the hospital would like to swap out the rest of the units under the same lot number. They have 11 additional units (12 in total including the faulty unit). Additional information received via email from [name] 07.09.2020: the hospital did not provide any additional information. Originally it was noted that a slight graze inside the peritoneal cavity occurred due to the prong deploying. The injury was not significant enough for any additional treatment being necessary to rectify. Patient status: slight graze to peritoneal cavity, no further treatment needed. Type of intervention: ni.